Event description:
It was reported that when using the bd pyxis¿ es server user informed that followed a power surge, all 392 pockets across all machines were failed after the systems came back online and were unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer confirmed with the customer that the issue was caused by a hospital-wide power surge and advised not to take immediate action on the machine. There were no issues found on the devices. The system functioned as intended after the field service engineer investigated the incident.